Manufacturer narrative:
Conclusion: the cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.

Event description:
This event was observed by a (B)(4) monitor. The pt had a study device in their right sfa and non-study devices in their left sfa. The pt with peripheral vascular disease had 3 stents placed in the left sfa approx 1.5 years prior to this event ((B)(4) 2010). During a f/u visit, it was observed that the pt developed abnormal abis on the left, with mild to moderate left leg claudication. Given the long stents, worsening abis, and symptoms, it was decided to perform an angiography and subsequently an atherectomy due to in-stent restenosis in all 3 stents (reference mdrs 3005325609-2011-00003 and 3005325609-2011-00004). There were no stent fractures. Final angiogram demonstrated widely patent stents with 0-20% stenosis, no evidence of dissection and brisk timi 3 flow in the distal vessel. No evidence of distal embolization. The pt returned for f/u in (B)(6) 2011. He complained of pain in his left calf and radiating upwards when walking. Abis was .87 and drop to .29 with exercise. In (B)(6) 2011 atherectomy was performed and resulted in 0-10% residual stenosis, no evidence of dissection and brisk timi3 flow in the distal vessel.